Event description:
It was reported that the 9600+ system dose limit exceeded the state's limit of 5 r/min. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Calibrated the ma limit to control dose. The system was tested and found to be working as intended and placed back into service.